Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be sunbmitted.

Event description:
It was reported that a flo-gard infusion pump presented an air in line alarm during infusion. The pump was being used with a baxter set. There was no report of any damage to the solution set or air in the solution set. To resolve the issue, the technician checked the set and cleared the air in line alarm to continue infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.